Event description:
Reporting based on analysis completed on (B)(4) 2012. Vascular access was obtained via the radial artery. This 85% stenosed, eccentric shaped, de novo target lesion was located in the mild tortuous and moderately calcified left anterior descending artery (lad). The lesion was pre-dilated. This 15 mm x 1.5 mm maverick2 balloon catheter was selected; however, the device was unable to pass through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed a longitudinal tear in the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood in the hub and inflation lumen of the catheter. The balloon was loosely folded, which is consistent with having positive pressure applied. Magnified inspection revealed a longitudinal tear (7 mm in length) in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).